Event description:
It was reported that when the right atrial (ra) lead was connected to the device, the atrial electrogram (egm) showed noise. The physician expressed concern that the implantable cardioverter defibrillator (ICD) ra port was not sensing properly. The lead was disconnected, the header port was flushed and the ra proximal pin was wiped clean, but the egm remained "coarse." A defibrillation threshold test (dft) was conducted, resulting in reduced p- waves and a cleaner egm. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: implantable pacing lead: (B)(6) 2013. 6947 implantable tachy lead: (B)(6) 2013. (B)(4).